Event description:
Account states their pt calcium results are running low by about 1 mg/dl, but their controls are okay. The low results were not reported. The field service rep wa uanble to confirm any malfunction of the system.